Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis and loosening of cup. Ppf alleges pseudotumor, loosening of cup, metal wear and metallosis. Pfs alleges pain, discomfort, physical injury. After review of medical records, patient was revised to address loose acetabular component and soft tissue pseudotumor. Revision notes reported of necrotic tissue, acetabular component was grossly loose, deficient bone and some metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges pain, severe and possibly permanent injuries, suffering and emotional distress.doi: (B)(4) 2008 ; dor: (B)(4) 2017 (right hip) pinnacle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.